Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified brown particles, creases fold, wear abrasion and an opening(linear) on posterior. Leak test and microscopic analysis was performed which identified an observed void on valve side out specification (texture side), and an opening crease(smooth) on posterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is an opening crease (smooth) on posterior due to fold flaw opening, and a void on valve texture side assessed as a workmanship issue.

Event description:
Device was explanted.

Manufacturer narrative:
Further investigation results: review of DHR did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Material test record for diaphragm valve: a total of (B)(4) units were certified to had been assembled and inspected as per requirements. Sampling test inspection (B)(4) units was performed. As per the procedure the ¿visual and physical inspections¿ were performed and all components were noted in conformance to the required specifications during the testing. (B)(4) units were released. Material test record for diaphragm valve seat: a total of (B)(4) units were certified to had been assembled and inspected as per requirements. Sampling test inspection (B)(4) units was performed. As per the procedure the ¿visual inspection¿ was performed and all components were noted in conformance during the testing. As per the procedure the ¿physical inspection¿ was performed and all components were noted in conformance during the testing. (B)(4) units were released. In addition, the diaphragm valve/seat assembly router was reviewed and all parameters during mixing process met the specifications and the results of quality tests performed were in conformance according the current procedures. The vulcanization log document was verified and all parameters (temperature-time-pressure) during valve vulcanization process met the specifications. There were no deviations or non-conformances associated with event of void in valve for saline breast implants. In addition, no deviations associated with units manufactured on the work order were found.

Event description:
Health professional reported right side deflation. Device was explanted.